Event description:
Seven years postoperatively, the patient presented to the ER complaining of a 2-3 week history of increasing discomfort in the groin while ambulating associated with a grinding sensation in the hip. The patient denied any history of trauma. X-rays demonstrated disassociation of the modular femoral head from the trunion of the stem. Intra-articular hip aspiration revealed dark fluid consistent with metal debris and no evidence of infection. At the time of revision surgery, the incision was extended for increased exposure. Intraoperatively, there was significant metal debris within the hip joint and extending posteriorly and laterally into the trochanteric bursa. There was extensive synovitis involving the joint and trochanteric bursa with metallic staining of the tissues. There was severe corrosion noted at the trunion and bore of the femoral head. The taper of the trunion demonstrated significant wear, fretting damage, deformation and burnishing at its apex. Although the stem was well fixed, the trunion was felt to be too damaged for re-use, and therefore the well fixed stem was removed and revised to a modular titanium stem with a 40mm chrome-cobalt head for enhanced stability due to soft-tissue laxity. The liner was noted to be significantly scratched and deformed from articulating with the trunion, but the locking mechanism of the acetabular component appeared pristine, and therefore, the liner was exchanged to a 40mm inner-diameter cross-linked polyethylene liner.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown size 4 accolade tmzf 127 degrees stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding dissociation of a head from the stem was reported. The event was confirmed. The provided medical information was reviewed by a consulting clinician who concluded: ¿no determination can be made regarding the cause of the head/trunnion disassociation of the left total hip arthroplasty six-and-three-quarter years post implantation in this case. Trauma, as related to the dog attack, is a likely contributing factor. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. The findings at revision surgery were due to the delay in revision while the trunnion wore through the polyethylene acetabular liner.¿ the root cause could not be determined because the devices were not returned for evaluation.

Event description:
Draft paper - spontaneous modular femoral head disassociation complicating total hip arthroplasty with a tapered stem: a report of 2 cases - talmo et al - case 1 of 2 - 7 years post op, the patient complained of increasing discomfort in the groin while ambulating and a grinding sensation in the hip. Patient denied any history of trauma. X-rays showed disassociation of the femoral head from the femoral stem. Intra-articular hip aspiration revealed dark fluid consistent with metal debris and no evidence of infection. Significant metal debris was found within the hip joint, extending posteriorly and laterally into the trochanteric bursa; extensive synovitis involving the joint and trochanteric bursa with metallic staining of tissues. Severe corrosion at the trunion and head.